Event description:
It was reported that the patient experienced a "buzzing" in her head that went away after the implantable neurostimulator (ins) was turned off. She also felt numbness in her face. The patient went emergency room. No falls or injuries were noted to correspond with the symptoms. It was also noted that the patient was going to have the ins replaced next week. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model: 3387s-40, lot#: v031488, implanted: 2007 (B)(6), explanted: na. Extension: model 7482a51, serial#: (B)(4), implanted: 2007 (B)(6), explanted: na. Programmer: model 7438 serial#: (B)(4). (B)(4).

Event description:
Additional information received reported that the patient had the ins replaced on (B)(6) 2012. After replacement there was no report of symptoms. A CT scan was performed on (B)(6) 2012 and results were negative. The ins replacement was scheduled prior to the reported event due to end of life of the battery.